Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number h13j22017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested as abdominal pain coincident with peritoneal dialysis (pd) therapy. On that same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date in the same month, the patient began treatment with unspecified antibiotics for peritonitis. Six days after the onset and hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis at the time of the report. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 4.